Manufacturer narrative:
Product evaluation: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. Results from the product history record review indicated the product met release criteria. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and dried blood, the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested 02/11/2011 and 02/28/2011 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported that an intraocular lens (iol) was explanted due to uveitis. The patient was left aphakic. Additional information has been requested.